Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 7075016. Model/catalog description: linear st lead kit 50 cm

Event description:
It was reported that the patient was experiencing poor stimulation coverage. The patient underwent underwent a lead revision and was doing well postoperatively. The leads were remain implanted.